Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The caregiver (cg) revealed that there was an unused clamp on the cassette organizer with the clamp opened. The lot number is unknown, therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The caregiver (cg) revealed that there was an unused clamp on the cassette organizer with the clamp opened. The technical service representative (tsr) explained the alarm and advised the cg that any lines not being used need to be clamped. The tsr then assisted with troubleshooting the alarm. The tsr advised the cg that therapy had ended and would need to start over with new supplies. The cg would start over with new supplies. During a follow up phone call with the cg regarding the alarm, it was revealed that the issue was resolved, and the hp had resumed therapy without any issues. Per cg, hp did not have any injury or harm as a result of this incident. The cg confirmed that she had not noticed any defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown.